Manufacturer narrative:
(B) (4). (B) (4). The 3.5 jostent graftmaster is being reported on a separate medwatch MFR number. The stent remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: death. It was reported that approximately 3 weeks post a liver transplant, the patient developed a gastrointestinal bleed. On (B) (6) 2010, angiogram revealed a perforation in the hepatic artery proximal to the hepatic artery anastomosis. A 3.5 mm jostent graftmaster was deployed over the perforation resulting in a marked decrease in bleeding; however, there was still some bleeding. A 3.5 x 2 cm unspecified balloon was advanced into the stent graft. When the balloon was removed, the stent graft had migrated into the common hepatic artery and the graft no longer covered the perforation. A 3.0 jostent graftmaster was advanced to the perforation, but could not be visualized. The device was removed. Upon removal, it was noted that the stent was not on the balloon. The stent was found undeployed in the hepatic artery. Several unsuccessful attempts were made to capture the stent, resulting in a dissection of the hepatic artery. The patient's hemodynamic status began to decline. The hepatic artery was embolized with microcoils. The femoral sheath was left in until (B) (6) 2010. Upon removal, hemostasis was difficult to achieve. A femstop was placed. The hemorrhage worsened; however, the patient was actively resuscitated with blood products and fluid and taken to surgery to obtain control of the hemorrhage. In surgery, the patient declined and a code was initiated. A transthoracic echocardiogram was done revealing a large clot in the right side of the heart. The patient expired in the operating room. An autopsy was declined by the family. Although requested, there was no additional information provided.